Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported that patient was constipated and was only going two times a week and had very large and hard bowel movements. Patient stated they had an allergic reaction to an antibiotic and the doctor changed their antibiotic. Patient stated they were groggy. Patient was unsure why they were seeing such a significant decrease in urination volumes with the catheters. Patient was unable to determine if they were just not drinking enough water and stated they had not had a bowel movement since their procedure. No further complications were reported.